Event description:
It was reported that in (B)(6) 2009, during a da vinci s hysterectomy procedure, a spark was observed coming from the tip cover accessory installed on the monopolar curved scissors (mcs) instrument. The mcs instrument was bent at a 90 degree angle when the spark was observed. The electrical surgical unit (esu) cautery setting was slightly higher than the isi recommended esu setting. The procedure was completed and no additional patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory and monopolar curved scissors (mcs) instrument have not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted.